Event description:
Customer reported that there's a wire exposed on the chair belt sensor. There was no patient incident or injury reported. Evaluation for the returned product shows that the alarm does not sound when the buckle is detached.

Manufacturer narrative:
(B)(4) - exposed: evaluation results: (other) - evaluation for the returned product shows no exposed wire. When tested the sensor has no alarm sound when the buckle is attached or detached. The alarm does sound when the rj-11 clip is disconnected from the alarm. (B)(4).